Event description:
It was reported that the patient reported infusion sets sites were leaking because the shirt was wet around the site. The infusion sets leaked at three different sites over the last few days. Two on abdomen and one on arm.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.